Event description:
The reporter stated fiber was found in the package of an ftp indigo foam tip plunger model.

Manufacturer narrative:
Result: a foam tip plunger lot number search was performed and no similar complaint was found.